Event description:
Related manufacturer report number 1627487-2021-16298. Additional information revealed that the patient underwent surgical intervention on (B)(6) 2021 wherein the ipg was explanted. No surgical intervention was taken on the leads and no further intervention is planned.

Manufacturer narrative:
Per the additional information received, this is no longer reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2021-15570. It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention may take place to address the issue.